Event description:
Complainant alleged that the medics were attempting to monitor a female pt (age unknown) being treated for angina. The staff was using the three lead ECG cable with the device to monitor the pt, but the device shut down when the pt was being lifted onto the stretcher. The medics changed the device battery, but they were not able to power the device back up. The medics then moved the device again, and the device powered up, and the medics were able to continue monitoring the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.